Manufacturer narrative:
Device evaluation summary: monitor sn (B)(4) was returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The physical evaluation of the device at zmc does not add further value in the root-cause investigation of this complaint because the information contained in the distributor incident file, the qualified clinical consultant review, and/or the device download data suffices the root cause investigation of this event. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (patient treatment) has been confirmed. All therapy electrodes were deployed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable. As the electrode belt was able to detect the patient's rhythm and deliver treatments during the event, there is no indication that the damage to the belt caused or contributed to the patient's treatment/death. The root cause for the strained cable was excessive force. Manufacture date: monitor - (B)(4) - 05/16/2013, belt - (B)(4) - 10/13/2015.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event consisting of seven shocks. It was also reported that the patient passed away on (B)(6) 2020, the same day as the inappropriate defibrillation event. For the first of the seven shocks, the patient's rhythm at the time of the treatment was sinus bradycardia at 30 bpm with oversensing of low amplitude cardiac signal. The patient's post-shock rhythm was asystole with CPR artifact. Oversensing of low amplitude cardiac signal contributed to the false detection. For the following six treatment shocks occurred while the patient was in asystole and their rhythm was obscured by CPR/motion artifact. Motion artifact contributed to the false detection. The response buttons were not pressed during the event. The patient subsequently passed away. There is no indication or allegation that a device malfunction caused or contributed to the patient's treatment/death.